Event description:
It was reported that the patient's implantable cardiac monitor (icm) depleted prematurely. The patient no longer had symptoms requiring monitoring. The physician noted the icm was expected to last 3 yrs but lasted 2 yrs, 3 months. The icm was explanted. The patient was stable.